Event description:
It was reported that the device was unable to provide defibrillation therapy. There was no patient use associated with this event.

Event description:
Caller states that she reportedly received the following results on the customer's aviva system within 10 minutes: 306 mg/dl, 119 mg/dl, and 117 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.